Event description:
During the procedure, the anchor did not fix in the patient's bone. The doctor used the correct technique. They used another anchor, and the surgery was completed successfully. Additional information received on 13oct2014 indicates that there was no damage noted to the packaging. This was a shoulder arthroscopy procedure, which was delayed 30 minutes, due to this issue. The site was prepared by using a punch/awl. The anchor was easily removed without breaking. The anchor did not break, and no part of the anchor broke off into the patient. The surgeon used a new site for the new anchor, and left the original site empty. The bone quality of the patient was good. The patient was noted to be okay post-procedure.

Manufacturer narrative:
Device evaluation: one 2.9 osteoraptor anchor and inserter were returned for evaluation. The suture was not returned. The anchor was returned free from the inserter. A small fragment of the anchors distal tip is missing. Dimensional inspection is prohibitive due to the anchors condition. Inserter shows no damage. The clinical details regarding site preparation and patient bone quality were provided. It has been reported that the surgeon prepared the insertion site using a punch/awl. The devices IFU under precautions states "implantation of the osteoraptor suture anchor requires preparation of the insertion site. Pre-drilling with the appropriate smith & nephew drill bit is the preferred method of site preparation". Additionally the IFU states ¿when using osteoraptor 2.9 mm suture anchors, use a smith & nephew 2.9 mm in-line drill guide, 2.9 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion site¿. The root cause of the reported failure mode is due to incorrect site preparation. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).